Event description:
The reporter indicated the surgeon used a ks-a3i aq310ai 18.5d preloaded injector. When handling the screw plunger, it passed below the iol and became stuck in the injector. No patient contact. Cause of incident is unknown.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt age and weight: unk. Implant and explant dates: not implanted. (B)(4). Method: device work order search. Results: device work order search: a device work order search was performed and one similar complaint was found. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4). Product not returned.